Event description:
It was reported that during a gastrectomy procedure, the firing knob did not go back. Also a part of staple was unformed. Additional suture was performed. There were no adverse consequences to the pt. Device will not be returned.